Event description:
Breast implants removed. Left implant was ruptured prior to removal. Breast implants replaced bilaterally. Capsule sent to pathology for review. Implants to be sent to MFR by physician.